Event description:
The customer returned the fiber to the manufacturer and no details regarding the product problem experienced were provided. It was reported that there was no injury to the pt. The manufacturer was unable to determine the reason for the device return. The fiber was received without paperwork, however, upon visual examination it was determined that the fiber had been used.

Manufacturer narrative:
Failure analysis disclosed that the fiber cap was intact and attached, and that the fiber cap was drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition may result in a forward-firing condition of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/ or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the results thermal problem.